Manufacturer narrative:
(B)(4). Continued: this ipg serial number was included in field advisories: 1627487-05242011-002-r; 1627487-12192011-003-r. (B)(4).

Event description:
It was reported stimulation was lost approximately 2 months ago. Reportedly, an attempt to recharge the scs system was unsuccessful. Subsequently, the ipg was deemed inoperable. As a result, surgical intervention may be undertaken as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Follow-up identified surgical intervention was undertaken during which time the ipg was explanted and replaced with a new model which resolved the issue.